Event description:
It was reported that after lasing for 15mins and 1.4joules, the fiber broke. Another fiber was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as analysis identified a broken fiber tip and a distorted aiming beam. Microscopic inspection of the fiber tip showed the fiber tip was broken. Visual analysis did not identify any breaks along the fiber body. The fiber connector did not exhibit any issues. The fiber was connected to vp20 system, and the aiming beam was bright and distorted. The console read: error 67: fiber expired connect new fiber and resume operation. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aiming beam being distorted. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6); d1 brand name: correction: slimline sis ez; d4 model number: correction: 0644-020-01; d4 lot number: correction: 0004170922; d4 catalog number: correction: 0644-020-01; d4 expiration date: correction: 08/28/2027; d4 unique identifier (UDI)#: correction: (B)(4). Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as analysis identified a broken fiber tip and a distorted aiming beam. Microscopic inspection of the fiber tip showed the fiber tip was broken. Visual analysis did not identify any breaks along the fiber body. The fiber connector did not exhibit any issues. The fiber was connected to vp20 system, and the aiming beam was bright and distorted. The console read: 'error #67: fiber expired! Connect new fiber and resume operation.' It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break leading to the aiming beam being distorted. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after lasing for 15mins and 1.4joules, the fiber broke. Another fiber was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that after lasing for 15mins and 1.4joules, the fiber broke. Another fiber was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Initial reporter phone number: (B)(6).